Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 551 mg/dl. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.